Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no patient information provided.

Event description:
It was reported that there was an overinfusion of lidocaine. The concentration of lidocaine was 2000mg/250 ml, programmed at a rate of 15 ml/hour with a volume to be infused (vtbi) of 240 ml. On (B)(6), the patient was walking in the hall, alert and oriented, and the bag was changed at 0045, at the front desk and when the nurses went to check on the patient at (B)(6), after the patient had pulled the nurse alert cord in the bathroom, the bag was found to be completely empty. The staff walked in on the patient slumped over the bathroom floor, pulseless. CPR was performed and patient was transferred to the ICU. The channel was open and the tubing was outside of the channel and the roller clamp and the safety clamp were open and the bag of lidocaine had free-flowed in via gravity. It was reported that no nurses/clinical staff had entered the patient room between the time the bag was changed and when the empty bag was discovered. This event happened in the post-op/pacu area. Although requested, further information was not provided.

Manufacturer narrative:
Diagnosis: morbid obesity, htn, anxiety and gerd.

Event description:
It was reported that there was an overinfusion of lidocaine. The concentration of lidocaine was 2000mg/250 ml, programmed at a rate of 15 ml/hour with a volume to be infused (vtbi) of 240 ml. On (B)(6), the patient was walking in the hall, alert and oriented, and the bag was changed at 0045, at the front desk and when the nurses went to check on the patient at 0222, after the patient had pulled the nurse alert cord in the bathroom, the bag was found to be completely empty. The staff walked in on the patient slumped over the bathroom floor, pulseless. CPR was performed and patient was transferred to the ICU. The channel was open and the tubing was outside of the channel and the roller clamp and the safety clamp were open and the bag of lidocaine had free-flowed in via gravity. It was reported that no nurses/clinical staff had entered the patient room between the time the bag was changed and when the empty bag was discovered. This event happened in the post-op/pacu area. Although requested, further information was not provided.

Event description:
It was reported that there was an overinfusion of lidocaine. The concentration of lidocaine was 2000mg/250 ml, programmed at a rate of 15 ml/hour with a volume to be infused (vtbi) of 240 ml. On (B)(6), the patient was walking in the hall, alert and oriented, and the bag was changed at 0045, at the front desk and when the nurses went to check on the patient at 0222, after the patient had pulled the nurse alert cord in the bathroom, the bag was found to be completely empty. The staff walked in on the patient slumped over the bathroom floor, pulseless. CPR was performed and patient was transferred to the ICU. The channel was open and the tubing was outside of the channel and the roller clamp and the safety clamp were open and the bag of lidocaine had free-flowed in via gravity. It was reported that no nurses/clinical staff had entered the patient room between the time the bag was changed and when the empty bag was discovered. This event happened in the post-op/pacu area. Although requested, further information was not provided.

Manufacturer narrative:
The report of a lidocaine free flow could not be confirmed through a review of the event log. Log analysis results: the pcu event log shows pump module s/n (B)(6) was programmed to infuse lidocaine infusion 2000mg/250ml (drugid 316) at a rate of 15ml/hr with a vtbi of 240ml at 11:08 am on (B)(6) 2021. On the day of the reported event, at 12:42 am on (B)(6) 2021, the infusion was paused, and the user changed the vtbi to 200ml and then restarted the infusion. At 2:09 am, the infusion was paused. At 2:45 am, the device was channeled off. The volume recorded as being infused during this period was 21.47ml. A review of the device error logs found no errors during the time of the reported event. The root cause of the reported lidocaine free flow was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 17 december 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no device received-log review only.